Manufacturer narrative:
Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Device labeling address the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Health professional reported alleged ¿mechanical complication¿ in the port area of the lap-band. The port was explanted and replaced. The reporter did not know how the problem was first noticed. No further information was provided. Follow-up findings: an alleged ¿leak¿ was found. At explant, the surgeon saw that the ¿tubing was perforated, 6 cm proximal to the port.¿ the patient¿s band had less fluid than was put in during fill appointments.